Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for fecal incontinence symptoms. It was reported that patient experienced fecal incontinence symptoms recurred due to poor stimulation. Initial implantation was performed on (B)(6) 2021, and subsequently, a complete replacement surgery was performed on (B)(6) 2021 due to lead position abnormality. Immediately after the operation, the effect was obtained at about 0.05v, but one day the stimulation response stopped; nothing was felt even when the output was increased to 4v. The impedance of the 2-3 electrode combinations in use was normal at 2000 units, but the other electrode combinations for up to 4000 or higher are unknown. Changes in the stimulation response occurred on the day the patient performed intense exercise. Stimulation intensity was increased to 4v, but stimulation response could not be obtained. It was reported that the outcome was not severe. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# (B)(4) serial# , implanted: (B)(6) 2021 explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stated that the effects were obtained immediately after repeat surgery, but the stimulation response stopped after one day. Changes in the stimulation response occurred on the day the patient exerted intense exercise. The impedance measurement result were normal for the electrodes in use, but abnormal values were also observed for other electrodes. The replacement surgery was performed again on (B)(6) 2022.

Manufacturer narrative:
2021-03-30 explanted: (B)(6) 2021 product type implantable neurostimulator product ID 3889-28 lot# va1wts9 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1vqfp serial# implanted: 2021-03-19 explanted: (B)(6) 2021 product type lead product ID 3058 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type implantable neurostimulator product ID 3889-28 lot# va1wts9 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 3058 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned lead passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.